Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience an elevated blood glucose (bg) level; level was unknown. Customer addressed bg level by changing the infusion set. System check with tandem technical support identified use error as a suspected cause with the customer reportedly using the insulin and cartridge beyond labeling. Tandem technical support educated the customer that humalog is labeled for 48 hours and novolog for 72 hours.